Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic wedge lobectomy, when applied on lung tissue to create w edge, a cracking sound was heard from the handle and stapler locked on tissue while firing. Staple line was incomplete centrally. The reload also would not disengage from the handle. The event led to tissue damage. A secondary clamp and stapler were inserted to remove and create wedge. Surgical incision was extended by less than 1 inch. Procedure was converted to a thoracotomy. Surgical time was extended by 30-45 minutes.